Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the patient's ID card does not state anything concerning the use of heparin flush and also states the incorrect flush frequency. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided for review. The investigation confirms that the patient ID card doesn't specify heparin dosage. It also confirms that the dose frequency is incorrect as it mentions 90 days as current nursing guide literature specifies 4 weeks (28days). Confirmed, design related. This has been identified as a documentation content issue. Although no specific lot number apples to this complaint, actions have been created prior to address inappropriate instructions in the powerport clearvue ID card that existed at the time of this complaint. Labeling review: the ID card states to flush with saline every 90 days; however it should be flushed with heparin every 28 days.

Event description:
It was reported that the patient's ID card does not state anything concerning the use of heparin flush and also states the incorrect flush frequency. There was no reported patient injury.